Event description:
The product tore in two different places during suturing. Additional sutures were added around the tears and the device remained implanted. No adverse effects to the patient were reported.